Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the primary IV tubing appears to have cracked. A patient noted backflow of blood in the tubing from their PICC site and dripping onto the floor coming from the inner chamber of the pump. A 50ml secondary infusion with 2 gm of cefepime was programmed at 12.5 ml/hr and connected to an unspecified primary infusion. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report that the primary IV tubing was cracked, leaking and the patient noted backflow of blood in the tubing was not confirmed. Visual inspection of the received primary set under magnification observed no anomalies. Functional and pressure testing observed no issues. All components, tubing, and connections of the received primary set were manipulated to check each connection on the set. All connections were intact with no disconnections or cracks observed. The root cause was not determined.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.